Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the patient developed excessive bleeding. Upon the introduction of the vizigo¿ 8.5f bi-directional guiding sheath ¿ small into the left atrium, a large amount blood was backing-up from the sheath onto the patient table. It was discovered that the hemostatic valve was broken. The vizigo¿ 8.5f bi-directional guiding sheath ¿ small was removed and a st.jude agilis sheath was used in its place to continue the case successfully. There¿s no indication that any medical/surgical intervention or extended hospitalization was required. This complaint has been reviewed and determined that based on the information available, the bleeding which occurred it is to be considered not serious and not MDR-reportable; however, this complaint is MDR-reportable for the product malfunction of hemostatic valve being broken. On 2/7/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the product was returned with the dilator inside the sheath. The hub cap was cracked and broken. The broken pieces of the hub cap were not returned with the product. When dilator was removed, the valve and ring are on the dilator. The findings have been reviewed and assessed as MDR reportable malfunctions. On 2/13/2019, additional information about the event and patient were received. It was confirmed that the patient was female who underwent an atrial fibrillation ablation procedure. The patient¿s outcome is fully recovered with no residual effects. The broken sheath was discovered during use as the hemostatic valve had broken into two pieces and became detached from the sheath. No medical/surgical intervention was performed. Extended hospitalization was not required as a result of the issue. Device evaluation details: the device evaluation has been completed. Upon receipt, the device was visually inspected and it was found with the hub cap cracked and broken. Then, a gel permeation chromatography (gpc) analysis was performed by exponent, inc. And it was found that the cap¿s molecular weight (mw) to be about 47.4% of the tritan mx 731 pellet. It is believed that the mw degradation lead to the cap to be embrittled and therefore failed in the field. A device history record (DHR) review cannot be conducted because no lot number was provided by the customer. The customer complaint was confirmed. The root cause of the brim cap damage will be investigated under an internal corrective action. Manufacturer¿s ref # pc-000376467.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto vizigo 8.5f bi-directional guiding sheath - small and the patient developed excessive bleeding. Upon the introduction of the vizigo 8.5f bi-directional guiding sheath ¿ small into the left atrium, a large amount blood was backing-up from the sheath onto the patient table. It was discovered that the hemostatic valve was broken. The vizigo 8.5f bi-directional guiding sheath ¿ small was removed and a st.jude agilis sheath was used in its place to continue the case successfully. There¿s no indication that any medical/surgical intervention or extended hospitalization was required. This complaint has been reviewed and determined that based on the information available, the bleeding which occurred it is to be considered not serious and not MDR-reportable; however, this complaint is MDR-reportable for the product malfunction of hemostatic valve being broken. On (B)(6) 2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the product was returned with the dilator inside the sheath. The hub cap was cracked and broken. The broken pieces of the hub cap were not returned with the product. When dilator was removed, the valve and ring are on the dilator. The findings have been reviewed and assessed as MDR reportable malfunctions.

Manufacturer narrative:
On 2/13/2019, additional information about the event and patient were received. It was confirmed that the patient was female who underwent an atrial fibrillation ablation procedure. The patient¿s outcome is fully recovered with no residual effects. The broken sheath was discovered during use as the hemostatic valve had broken into two pieces and became detached from the sheath. No medical/surgical intervention was performed. Extended hospitalization was not required as a result of the issue. Manufacturer¿s ref # (B)(4).